Event description:
Initial info was received from a consumer on (B)(6) 2012: a (B)(6) female received an unk dose of poly-l-lactic acid (sculptra) (lot # and exp. Date not provided) injections in (B)(6) 2011 for an unspecified indication. She reported that she is developing nodules all over her face, especially under eyes, where she didn't have the injections. She is finding doctors that are aware of what to do and she contacted the company for info on how to correct the situation. She stated that it is "deforming." Medical history and concomitant medications were not provided. No further relevant medical info was reported.